Event description:
It was reported that a bd 3 ml syringe contained foreign matter. Verbatim: complaint via email. Email(s) attached the draw was made with a 3 ml bd syringe using a bd precisionglide needle 18 ga 1 inch lot number 6020565. Eliminating those as suspects the needle had to be inside the lumen of the bd precisionglide 18 ga 1 inch needle probably from the manufacturing process.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.